Event description:
During an egd [esophagogastroduodenoscopy] with possible biopsy, banding, and dilatation, the endo tech and physician attempted to add the speedband to the gastroscope and noted it would not attach because it was bent. New speed band obtained and case proceeded without further incident.